Event description:
During a lead revision due to lead migration the physician noted that two contacts were damaged on the paddle lead. The physician chose to replace the lead and the patient was reportedly doing well following the procedure.

Event description:
During a lead revision due to lead migration the physician noted that two contacts were damaged on the paddle lead. The physician chose to replace the lead and the patient was reportedly doing well following the procedure.

Event description:
During a lead revision due to lead migration the physician noted that two contacts were damaged on the paddle lead. The physician chose to replace the lead and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
The complaint of loose contacts was confirmed. Visual inspection revealed both pigtails were cut approximately 3 inches from the paddle end. The cut lead bodies were not returned. Further visual inspection revealed electrodes #4r, and #4l were partially dislodged from the silicone, but still attached to their respective cables. The cut damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure.

Manufacturer narrative:
(B)(4).